Event description:
It was reported that the patient experienced pleural effusion and did not feel well. The lead had perforated the right atrium. The lead was replaced but the patient remained under intensive care and -not well-.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.